Event description:
It was reported that (6) devices were used during an unknown number of laparoscopic cholecystectomy procedures. It was reported by the affiliate that the hosp collected the device with no further info other than the devices jammed and would not fire. There was no consequence to any pt.